Event description:
The patient received his scs system including an ipg on (B)(6) 2007. It was reported that the ipg would not communicate with either a programmer or a charger , and would not respond to use of a magnet either. An xray was taken which confirmed the ipg had not flipped in the implant pocket site. The pt had not gained weight which would have increased the distance the ipg would have had to communicate. Add'l attempts at communicating with the ipg were made using other programmers and chargers without success. The physician explanted and replaced the ipg on (B)(6) 2008. The explanted ipg was returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg would not charge within the set specification, but could be charged and communicates with programmers and test equipment. No component(s) were found to be identified as out of specification. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.